Event description:
It was reported that the device is defective, the handpiece gets hot. There was no harm or adverse event for patient, operator or third party reported. Also there was no case involvement reported. No further information received. Update nroe 13-feb-2024: further information revealed that the event occurred during a knee arthroscopy. There was no harm for patient, operator or third party reported. The surgery was finished successfully with another shaver handpiece. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(Use error) due to the condition of the device, the reported event of "the handpiece gets hot" could not be confirmed during evaluation. However, the most likely cause of this event is use error.